Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned

Event description:
It was reported by the facility that the patient arrived to op infusion and reported leaking at the indwelling portion of the PICC. PICC was exposed several centimeters by this point, obviously not in the ideal tip position. The line was de-accessed due to the fracture and obvious malposition. No patient injury was reported. This file addresses the PICC malposition, 5fr triple lumen power PICC solo.